Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 475 mg/dl. The customer delivered correction boluses via the pump to address bg level. Reportedly, the customer does not believe that they had entered the correct settings after receiving the replacement pump on (B)(6) 2017, and suspected this reason to be the cause of the elevated bg level. Tandem technical support assisted the customer with the settings, and the customer made changes to the correction factor and carbohydrate ratio settings to match the previous pump. Recommendation was made to reach out to health care provider to ensure that the appropriate changes have been made to the settings.